Event description:
The user reported that during the priming process the automated impella controller alarmed multiple times with ¿purge fluid not detected¿. The purge cassette was replaced to resolve the issue. Additionally, during impella cp support, the placement signal disappeared. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the priming issue and the optical signal issue has been completed. The priming issue could not be reproduced. Upon review of the data on the device it was determined that the automated impella controller is the product with the potential optical signal issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.